Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two devices. The visual inspection of the devices noted; the trocar balloons and lock collars appeared intact. The obturators, dissector balloons and insufflation syringes were not received. The inflation syringes were received. Pmv performed functional testing; the trocar balloons were inflated and leaks were detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the holes in the balloons may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon would not inflate as much as normal. Patient status is ok.